Event description:
The physician reported that he was able to reach and biopsy the first lesion. However, the physician reported that he then tried to access a second lesion but was not able to reach it due to system inaccuracy. Therefore, the case was abandoned. The pt was under general anesthesia. There was no harm or injury to the pt reported.

Manufacturer narrative:
A component of the superdimension system, the pt sensor triplet (pst) was removed from the system and replaced. The customer received a new pt sensor triplet as a replacement. At this time, superdimension has not yet received and or processed the return. In 2009, it was reported from the site that the system seems to be functioning properly now.